Event description:
A caller reported a cartridge alarm 30 occurring during the load process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in correctly loading a new cartridge, resolving the issue, and allowing the customer to successfully resume insulin therapy.